Manufacturer narrative:
H3. Device evaluation: x-ray demonstrated wireform intact and minimal calcification along the free margin of leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm and fused leaflets 2 and 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. All three leaflets were thickened and swollen near the commissures. Sewing ring cloth was cut in multiple areas around the valve. Wireform was exposed on commissure 3. The device was returned to edwards for evaluation. Customer reports of stenosis, structural valve deterioration, and pannus were confirmed. Stiffened and restricted leaflets may lead to regurgitation. Host tissue overgrowth and thickened leaflets restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation and is pending evaluation. A supplemental MDR will be submitted upon completion of evaluation and or when additional information is received. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm pericardial mitral valve, implanted eight (8) years and seven (7) months, was explanted due to mitral stenosis and regurgitation secondary to structural valve deterioration and pannus overgrowth with a symptom of atrial tachycardia. The device was originally implanted for mitral valve replacement to correct mitral regurgitation with a concomitant tricuspid annuloplasty with a 28mm 4900 tricuspid annuloplasty ring. The device was explanted and replaced with a 27mm 11400 pericardial mitral valve with no adverse patient events reported. The patient status was reported as recovered. Multiple cardiac surgical procedure: maze surgery at explant. There was no allegation of device malfunction. Upon the device explant, pannus overgrowth was observed to the leaflets which correspond to p2 through p3 area.